Manufacturer narrative:
Pride retained an electrical expert and cause and origin expert to inspect the fire scene. Possible damaged wire when batteries were changed may have caused an internal short circuit; however, it is hard to tell because of the severe damage to the unit. Cannot draw any conclusions at this time. More investigation is necessary to determine the exact origin of the fire.

Event description:
Received notice of an alleged fire that occurred in a home where a pride powerchair was located.